Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump began beeping due to a low reservoir volume. The dose was remodulin at 38 ng/kg/min, administered continuously via intravenous (IV). The reservoir volume was 98.3 ml and the patient reported that the medication did not infuse for an about an hour. The infusion is life-sustaining. There was a patient involvement, but no patient harm/adverse event was reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.